Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of non-sustained right ventricular oversensing (nsrvo) due to myopotential oversensing in a pacemaker dependent patient. The nsrvo resulted in a loss of pacing. No intervention was performed, but reprogramming changes are anticipated. The patient was stable and will continue to be monitored.